Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while servicing another unit, the cardiosave intra-aortic balloon pump (iabp) unit was discovered to have two vertical lines on the right side of the lcd screen. There was no patient involvement

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and the customer claimed the unit had an autofill failure. The issue confirmed the problem and found the unit had blood in the safety disk and pim module and also found the unit to have a damaged lcd and broken fiber optic extension connector. To fix the issue fse replaced damaged lcd and fo extender cable. During the repair, the blood goes back as far as the pim connector to backplane tubing. Pim to backplane disassembled the unit and replaced pim cable to the backplane, reassembled the unit and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.